Event description:
It was reported that the right atrial (ra) lead was dislodged, had high impedance, high thresholds, and had no capture. Fracture was electrically confirmed. Twiddler¿s syndrome was suspected. The lead was capped and replaced. The patient was enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).